Event description:
It was reported that a pronto device that gave a hemoglobin reading level that was 4-5 g/dcl off of the blood draw at the hospital. The patient had internal bleeding and were on follow up visits. The customer wanted to continue using the device. No known impact or consequence to patient.

Manufacturer narrative:
Masimo was informed by the customer that they want to continue using the device. As such, no product was returned to masimo for evaluation. Attempts for additional information requests were made. If new information is obtained, a follow-up report will be submitted.